Manufacturer narrative:
(B)(4). The dexcom seven plus continuous glucose monitoring system documented in is being reported under MFR 3004753838-2016-22677.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the device had a permanent of range signal in both the insulin pump system and the continuous glucose monitoring system. No additional patient or event information is available. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and resulted in a failed transmitter. The customer complaint of a permanent out of range signal was confirmed. The root cause was determined to be a failed transmitter.

Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system documented is being reported under MFR 3004753838-2016-22677